Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.